Event description:
Nurse accessed pt's port 22g 3/4 in gripper with 2 clamps and y injection cap - pt was hooked to IV fluids via IV pump. Pt was playing approximately 30 min into infusion - nurse picked up pt - noted clothes wet and blood tinged - nurse noted cap fell off y injector. - port clamped - deaccessed - pt then was reaccessed without difficulty.